Event description:
It was reported that pump housing around usb port was damaged, including port pins, which prevented charging and led to pump shutdown, and caller believed damage resulted from normal wear and tear. There was no adverse impact to the customer's blood glucose level. Customer planned to use injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping address, instructed customer to let battery fully deplete before return, and explained that customer would need to reprogram pump settings, reconnect continuous glucose monitor, and return damaged pump using prepaid label within 10 days, which customer understood and acknowledged.